Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2026-01078. It was reported patient underwent surgical procedure to address pocket discomfort, patient reported experiencing severe shocking sensations. The ipg was unable to connect with external devices; however, the ipg was recovered preoperatively with troubleshooting. Eventually, the ipg was explanted and replaced to address these issues.